Manufacturer narrative:
(B)(4): the facility biomed advised physio-control that the cause of the reported failure was the therapy pcb assembly. He then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was placed back into service for use. The device will not been returned to physio-control for evaluation.

Event description:
The customer, a biomed, contacted physio-control to report that their device would not charge and shock above 100 joules. There was no patient use associated with the reported event.